Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
Customer reported 4 dual PICC that had a wire crimp in two places. It was a hard PICC to place and they competed with ij and pacer wires. Placer had a lot of tension trying to thread and pull back the wire. She had to open up a new kit to be successful dropping the PICC line. Additional information received 16 august 2023: event did not involve an urgent/life threatening medical situation. This report addresses the third device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. During initial intake of the reported complaint, it appeared that 4 events occurred and 4 medwatch reports were submitted. After additional file review it was determined that the 4 mentioned in the event description was the french size of the catheter and not the quantity of occurrences; only 1 event occurred. Medwatch report 3006260740-2023-03610 will address that event and this medwatch report will be canceled.

Event description:
Customer reported 4 dual PICC that had a wire crimp in two places. It was a hard PICC to place and they competed with ij and pacer wires. Placer had a lot of tension trying to thread and pull back the wire. She had to open up a new kit to be successful dropping the PICC line. Additional information received 16 august 2023: event did not involve an urgent/life threatening medical situation.